Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as a backup therapy.